Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part number: 03.211.400. Lot number: t950736. Manufacturing site: tuttlingen. Release to warehouse date: 13-jan-2011. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Visual inspection: the compression forceps (p/n: 03.211.400, lot #: t950736) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the small leaf spring component was broken at a rusty spot and the device was missing the m3x6.8 screw. There was some rust observed on the device where the small leaf spring was broken. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed -compression forceps. Complaint confirmed? Yes, the device received was broken and missing a component. Hence confirming the allegation. Investigation conclusion. The complaint condition is confirmed for the compression forceps (p/n: 03.211.400, lot #: t950736). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to device use and sterilization. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. G11 corrected data: e1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the screw holding the two pieces together of the compression forcep came out during cleaning process. During inspection of the product for restock, the tension bar broke at a rusty spot at a point where it was attached by a separate screw. There was no patient involvement. This report is for one (1) compression forceps. This is report 1 of 1 for (B)(4).